Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a carotid artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
B5: updated describe event or problem

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a carotid artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the lesion has severe stenosis and the balloon was inflated once for few seconds.